Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that this lead was taken out of its sterile packaging but was not used due to a compatibility issue with patient anatomy. No patient complications have been reported as a result of this event.